Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the devices are powering off. There was no patient impact or consequence reported.

Event description:
The customer reported that the devices are powering off. There was no patient impact or consequence reported.

Manufacturer narrative:
The returned device was evaluated. The device was able to power on and off via battery and ac power and the device was found to visually and audibly alarm during alarm conditions. No power issues were duplicated during testing.